Event description:
It was reported that a user participating in the ilet experience study experienced hyperglycemia after stating that low glucose was overcorrected by the pump, and no alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no reported long-term impairment or need for medical intervention. Investigation included outreach to obtain additional details and blood glucose information. Investigation of this case revealed that the cause and mechanism of the hyperglycemia were unclear, with no device malfunction or component issue confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.